Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed contamination under keypad button contacts. All keypad buttons were intermittently activating pump functions when pressed.

Event description:
The distributor stated that the patient needed to press the button several times to activate desired pump functions.